Event description:
Suspected overinfusion with programming error. On the night shift, patient was ordered 0.3mcg/kg/min of milrinone, infusion set up as a dose rate calculation. At shift change patient was noted to be hypertensive and pump was running at 0.6 mcg/kg/min. Medical intervention was a bolus of albumin, lasix, and discontinuation of milrinone. No negative outcome after medical intervention was reported.